Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint and the received data were carefully analyzed. The available iegm's confirmed the presence of artefacts in the rv channel, which led to the detection of non-sustained vf episodes, and in the far-field channel. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 71 months, oversensing was reported. The lead was capped and left in the patient. At the moment we do not have further details with regard to this event. Should more information become available, this report will be updated. No adverse patient side effects have been reported.